Manufacturer narrative:
Concomitant product: 4543 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had implant detect set to "on." In order to permit future transmissions from the device to be processed, the patient was brought in for a device check and to turn implant detect to "off" with a programmer. The website device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.